Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device was recalibrated to address the issue. The device had evidence of water ingress. The user manual states "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."